Manufacturer narrative:
The reported event of patient death was not confirmed. As received, only the connector portion of the lead was returned for analysis, measuring 25.0 cm. Electrical testing did not find any anomalies. Visual and x-ray inspection found damage sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
In b5, "related manufacturer reference number: 2017865-2021-25319" should be "related manufacturer reference number: 2017865-2021-25386.

Event description:
Related manufacturer reference number: 2017865-2021-25386.

Event description:
Related manufacturer reference number: 2017865-2021-25319. Related manufacturer reference number: 2017865-2021-25321. Related manufacturer reference number: 2017865-2021-25323. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.